Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to use multiple daily injections (mdi) as backup therapy, and a replacement pump with updated software was sent by technical support.